Manufacturer narrative:
In the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the tablets were returned to the manufacturing site for investigation. Chemistry testing was performed. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer's complaint. Results are within established acceptance criteria. Retain product: the retain product was tested, including chemistry testing and all results were within specifications. Product failure was not confirmed. Manufacturing record review: a review of the manufacturing records was performed. The batch record review was found satisfactory. Environmental monitoring records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records were reviewed and found to be in order. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
Female patient called and reported that she experienced irritation in her eyes with the use of consept onestep. She cared for her lenses according to the directions for use and wore the lenses. Her doctor diagnosed no problem with her yes; and did prescribe eye drops. The name and type of drops was not provided. The event involved a 300ml bottle of solution. The solution looked pink in color. Solution used with the tablets will be reported in a separate MDR. Patient additionally reported use of a 60ml bottle of solution. Another MDR will be filed to report use of this product.